Event description:
It was reported that during a cholecystectomy procedure, the device was not closing completely and the clips were falling into the patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.